Event description:
It was reported that the instrument began to acr during the case. There were no precipitating factors identified. The instrument was removed and replaced with a backup permanent hook cautery instrument to continue the case to completion. No patient harm, adverse outcome or injury was reported.